Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total knee arthroplasty on (B)(6) 2015. It is further alleged that the plaintiff was revised on (B)(6) 2016 due to mechanical loosening of her knee components and debonding of the simplex hv bone cement

Manufacturer narrative:
Stryker orthopaedics is a distributor of this device, which is manufactured by aap. Since the event reported resulted in an injury, per quality agreement, the distributor is reporting. The supplier has been notified. An event regarding loosening involving simplex hv cement was reported. The event relates to product supplied by an OEM. Method & results: device evaluation and results: not performed as the associated device is OEM product. Medical records received and evaluation: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product.. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product investigated by aap. Confirmation that an aap investigation has been initiated by the OEM supplier site was received.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total knee arthroplasty on (B)(6) 2015. It is further alleged that the plaintiff was revised on (B)(6) 2016 due to mechanical loosening of her knee components and debonding of the simplex hv bone cement.